Event description:
A report was received stating that the device's needle appeared bent and had been retracted past the boundaries of the safety mechanism, exposing the needle. The clinical is believed to be receiving medical treatment consistent with blood exposure.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u reported detailing the results of the eval.